Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring pigtail catheter placement and hospitalization. The target lesion was located peripheral at a fissure. The procedure was completed as planned, and the patient was discharged on the same day. The patient returned to the hospital a day after the procedure complaining of chest pain. A chest x-ray was performed, and a pneumothorax was identified. A pigtail catheter was placed, and the patient was admitted for 23 hours under observation. The pigtail catheter was removed, then the patient was discharged home and is reported to be doing well. The physician reported that the event would have likely occurred via another modality due to the target lesion's location and proximity to the fissure. There was no device malfunction associated with the event.